Event description:
It was reported that the implant was loaded onto the inserter with the hooks on engaged on the implant. The knob on the inserter moved from the unlocked position to the locked position and the hooks on the implant recessed into the inserter. Then the screwdriver was used to turn the locking device a quarter turn to ensure the implant was held in a sturdy position on the inserter. At that point implant was inserted into the patient; the surgeon applied the locking screwdriver and started turning to lock the device. On the second turn a pop was heard, the surgeon had removed the device from the patient because the device was not able to be reused. The surgeon tried two more implants and the same thing happened again. Eventually surgeon had to complete procedure using a fourth implant

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of an univise spinous process fixation plate was confirmed via visual inspection. Deformation to the locking mechanism of the center body was observed. This deformation is similar to the deformation observed for previous similar complaints and suggests that the plates were not correctly aligned and locked prior to being compressed. It was reported that the device made a "pop" sound when it was not compressing and similar sounds were reported in previous univise investigation where the sales rep confirmed that the plates were not appropriately locked. The surgical technique indicates that the inserter and implant need to be aligned and that the implants should be locked with a half turn prior to compressing the plates. Conclusion: the root cause of the failure is likely improper locking and alignment of the univise plates prior to plate compression.

Event description:
It was reported that the implant was loaded onto the inserter with the hooks on engaged on the implant. The knob on the inserter moved from the unlocked position to the locked position and the hooks on the implant recessed into the inserter. Then the screwdriver was used to turn the locking device a quarter turn to ensure the implant was held in a sturdy position on the inserter. At that point implant was inserted into the patient; the surgeon applied the locking screwdriver and started turning to lock the device. On the second turn a pop was heard, the surgeon had removed the device from the patient because the device was not able to be reused. The surgeon tried two more implants and the same thing happened again. Eventually surgeon had to complete procedure using a fourth implant